Event description:
Additional information received reported that the pump had malfunctioned in (B)(6) of 2014.

Event description:
It was reported three days after pump refill the patient became over sedated and difficult to arouse. The patient was admitted to the hospital for observation. The patient had been hospitalized and the dose was decreased by ¿25%.¿ the pump system was delivering morphine. The pump was explanted and replaced on the day of report. The drug concentration was decreased by 10%. The patient¿s status at the time was ¿alive-no injury.¿ the cause of the event was unknown. There was no catheter issue noted. The patient was fine post-operatively.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump malfunctioned (pump failed) and the "thing damn near killed me" and "has changed my life for the worse."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump logs were gathered. Dispense testing passed and an infusion characterization test was performed. The septum was tested and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.